Event description:
It was reported that the stent inadvertently deployed. A 7 x 40 x 130 innova vascular self-expanding stent was selected for use. After a non-boston scientific balloon ruptured and a possible fragment broke off, it was decided to pin the fragment with a stent in the superficial femoral artery. Upon insertion into the 7fr sheath, there was resistance. The stent could not be advanced in the sheath and was removed. Upon removal, the physician was checking the tip to see if there was an issue with the deployment system and partially deployed the stent in doing so. Upon removing the stent off the guidewire, the deployment system was pulled, completely deploying the stent. After further investigation, the non-boston scientific balloon was found lodged in the sheath. The procedure was completed without a stent. While it was originally planned to jail a piece of the balloon that broke off just outside the sheath, the stent was not needed since the balloon and balloon shaft was found jammed inside the sheath. The sheath and balloon were removed. No patient complications were reported.

Event description:
It was reported that the stent inadvertently deployed. A 7 x 40 x 130 innova vascular self-expanding stent was selected for use. After a non-boston scientific balloon ruptured and a possible fragment broke off, it was decided to pin the fragment with a stent in the superficial femoral artery. Upon insertion into the 7fr sheath, there was resistance. The stent could not be advanced in the sheath and was removed. Upon removal, the physician was checking the tip to see if there was an issue with the deployment system and partially deployed the stent in doing so. Upon removing the stent off the guidewire, the deployment system was pulled, completely deploying the stent. After further investigation, the non-boston scientific balloon was found lodged in the sheath. The procedure was completed without a stent. While it was originally planned to jail a piece of the balloon that broke off just outside the sheath, the stent was not needed since the balloon and balloon shaft was found jammed inside the sheath. The sheath and balloon were removed. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova vascular self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was no longer inside the device. Microscopic examination revealed no additional damages. The lock was missing while the pull rack and middle sheath were no longer in the manufactured position. Device to device interaction test was performed by inserting the device through a test sheath. The device was able to pass through without any issues.